Event description:
The first device (18mm amplatzer septal occluder), on deployment of the left atrial disc, appeared to be immobilized. The physician had difficulty in freely moving the disc back into the left atrium. It appeared to be "tangled" in septal tissue. When the cardiologist tried to recapture the device, he tore away part of the atrial septum (atrial tissue found on device when removed from sheath). No compromise haemodynamically. There was sufficient aortic rim; the problem appeared to be the friability of the atrial septal tissue. The issue with the sizing for the second defect was there appeared to be a large discrepancy between the sizing measurement taken from the sizing balloon and the sizing taken from the trans-oesophageal echo, despite numerous sizings from different angles. The physician decided to size from the larger reading (echo) which varied from 32 to 34mm. The 36mm amplatzer septal occluder appeared to be angled obliquely, possible due to the position of the sheath in relation to the defect. No amount of maneuvering could get the device to "sit correctly". The defect was sized by echo and by imaging and was sized correctly. The device could not be positioned in such a way that was acceptable to both the cardiologist and the senior echocardiographer. It was not a case of incorrect sizing, it appeared to be the angle of approach that made it difficult to place correctly. Eventually it was decided that the pt should have surgical repair of her defect.